Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a right atrial (ra) lead and implantable cardioverter defibrillator (ICD) triggered a signal artifact monitoring event with the minute ventilation termination algorithm noise present. The ra lead impedances and amplitudes were within range and stable. Ra lead thresholds have increase slightly but are not high. It was recommended to evaluate ra lead in office with isometrics and continue to monito and programming options were recommended for the ICD. Both the ICD and the ra lead remains in service. No adverse patient effects were reported.